Event description:
It was reported that patient presented to the clinic after feeling a patient alert. Review of session data revealed far-p sensing causing non-sustained oversensing on the rv channel. X-ray showed no lead dislodgement. Programming changes were made and no further issue was seen. Patient is well and will be schedule for dft testing.

Manufacturer narrative:
.